Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the forceps channel was shaved, the right/left knob had a scratch, the suction cylinder and air/water cylinder had no color, due to corrosion on the plug unit an e216 scope communication error occurred, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens had a crack, the water tightness was lost due to deformation of the universal cord, and the following had corrosion due to water leakage; the plug unit, cable unit, and the scope connector case unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing was not conducted properly due to leakage from universal cord. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.